Event description:
It was reported that during a lap cholecystectomy procedure, the device fired the first two clips with no problems. The third clip was fired on the cystic duct and the device became stuck, and had to be pried off the tissue. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent 10/16/2009. Info anticipated, but unavailable at this time.